Event description:
It was reported, "hip pain, acetabular component was loose so surgeon received. Doctor kept components - no returns available."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.